Manufacturer narrative:
Updated e4. This report is related to MDR report number 1000870000-2023-8010.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The 29mm commander delivery system was returned locked between default and packaging position, with no flex or fine adjust, inserted through full loader assembly and 16f esheath. The distal flex shaft and balloon shaft were separated, and the balloon catheter and distal tip were not returned. The distal portion of the flex shaft and balloon shaft was cut. Majority of the crimp balloon and entire inflation balloon/nose tip was not returned and bunching of the sheath liner at the distal tip was observed. Imagery was provided by the field and the following was observed: a radial and longitudinal tear of inflation balloon, umbrellaed over nose tip and stuck in second sheath. Calcification in patient leaflets, sinotubular junction, and access vessel. The complaints for balloon burst and difficulty or inability to withdraw system through sheath were confirmed by imagery evaluation provided by the site, as not all applicable portions of the device were returned. A review of the DHR and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As the inflation and crimp balloons were retained by the field and not returned, dimensional and functional testing was unable to be completed, however, a manufacturing non-conformance could not be determined. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve delivery systems are subject to increased risk of burst in a calcified landing zone. Imagery provided by the field confirmed the presence of calcification on the native leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while patient (calcification) and/or procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case with a 29mm sapien 3 valve by subclavian approach, the commander delivery system balloon ruptured during valve deployment and the balloon could not pull out through the 16fr esheath+ in the left subclavian. The esheath was removed from the left subclavian and the delivery balloon remained stuck in the left subclavian. The team elected to cut the delivery system down to the wire and remove half of the delivery system giving it a smaller profile. The team opened a new 16fr esheath and advanced over the wire and were able to push the delivery balloon into the aortic arch. The team was able to get more balloon into the sheath and the surgeon elected to try and pull the balloon and sheath out of the subclavian and pulled the subclavian off the aorta with it. Patient's blood pressure dropped immediately. The team went in with a balloon to stop the bleeding in the aortic arch. The team then elected to open the patient's chest to attempt to repair the subclavian, but the patient expired.

Manufacturer narrative:
Added information to b.7 received through medical records.